Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead position check failure and subsequently exhibited  undersensing. The ra lead remains in use. Overpacing was noted on current electrograms (egm). The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.